Event description:
This lead was implanted and explanted on (B)(6) 2016. A product experience report received on december 19, 2016 stated that the lead was implanted without success due to screw could not be extended. Rotated more than 30 turns with no helix extraction. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).